Event description:
It was reported that this right atrial (ra) lead was defective. The ra lead exhibited oversensing of noisy signals. The signals are higher than the patient's intrinsic atrial signals. Thus, sensitivity could not be reprogrammed to mitigate oversensing. The physician does not want to perform a revision at this time as the patient is immunocompromised. Ts suggested reprogramming options and to closely monitor the patient. The lead remains in use. No adverse patient effects were reported.